Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the air in the device and in the patient. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The first mitraclip was implanted without issue. After the second clip delivery system (cds) was advanced through the steerable guide catheter (sgc), the blood pressure dropped. Air was noted in the hemostasis valve of the sgc and in the apex of the left ventricle. Blood pressure was treated medically and improved. The air in the left ventricle resolved without intervention. The cds and sgc were removed and replaced with a new system. A second mitraclip was successfully implanted reducing mr to grade 1 to 2. There was no adverse patient sequela or a clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported leak was confirmed. Additionally, tears were observed in the silicone valve. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of emboli (air embolism) and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and the reported leak appears to be related to the observed tears in the silicone valve; however, a definitive cause for the tears in the silicone valve could not be determined. Additionally, the patient effects of air embolism and hypotension appear to be related to the leak (loss of fluid column). Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.